Event description:
It was reported that the user experienced hypoglycemia (exact reading not provided by the user) shortly after announcing a meal well before eating, as the user alerted the pump approximately 10¿30 minutes prior to first bite and then went low before the meal; this was addressed as an improper or incorrect procedure related to the device user interface, and the user was educated to announce at first bite and not more than 15 minutes prior. Symptoms included muscle weakness and a low glucose event with rapid glucose decline indicated on the pump. Outcomes included no health consequences and no hospitalization. Customer care agent performed investigative communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to failure to follow instructions associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event.